Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead exhibited a single low out of range high voltage lead impedance. The pt presented to the ER after receiving an alert for out of range impedance. The lead exhibited normal and in range values for all other measurements. The pt would be monitored.